Event description:
Customer reports that she inserted a new strip into the device and the device displayed a result of lo with no blood applied to the strip. No action was taken based on the device result. Requested return of suspect device and replacement was sent.